Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported the customer received a keypad anomaly. The customer stated their act button was unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).